Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a minimally invasive esophagectomy. There was poor staple formation and complete staple line. The outer staple line looked fine. The inner staple line did not look that good. The staple line was oversewed. There was difficulty removing stapler from cavity. The stomach had to be cut open to remove the stapler. There was damage to the patient due to the resecting of tissue when cutting the stomach open. The anvil could not be tilted after firing. There was unanticipated tissue loss and tissue damage as a result of this problem. The damage was permanent. Current patient status is alive with no injury.